Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the one-photo sample noted the foley catheter balloon was able to be inflated with an asymmetrical balloon. This met specification per (B)(4), revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloons may fail to maintain inflation or be difficult to deflate. Additionally, the balloons may inflate asymmetrically. Foley catheter balloons that failed to deflate may require surgical intervention for catheter removal. Foley catheter balloons that underinflate may allow the catheter to dislodge, requiring another catheter insertion. There was leaking of urine in catheter which was associated to urinary tract infections. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that foley catheter balloons may fail to maintain inflation or be difficult to deflate. Additionally, the balloons may inflate asymmetrically. Foley catheter balloons that failed to deflate may require surgical intervention for catheter removal. Foley catheter balloons that underinflate may allow the catheter to dislodge, requiring another catheter insertion. There was leaking of urine in catheter which was associated to urinary tract infections. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.